Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the patient's heart wall as confirmed via x-ray. As result, the patient underwent a surgery wherein the lead was extracted. A new rv lead was implanted during the procedure. No additional adverse patient effects were reported.